Event description:
Switched from omnipod dash pump to the new omnipod 5 yesterday. I was in automated mode yet the pump was giving me insulin boluses even though my sugars were in the 70s-80s. I woke up drenched in sweat caused by a very low blood sugar of 43. I reviewed the history of automated insulin delivery and saw that it was giving me insulin doses when I didn't need them. My pump settings are to give a bolus only when my sugar is > 120. I switched to the manual mode after treating my low sugar but it was very scary. I was lucky that I woke up, otherwise I would've been unconscious. I'm not the only one having problems with the omnipod 5. Check reddit for comments from others. Some people like it but there are serious problems reported by others. (B)(4).

Event description:
Additional information received for report mw5110716 to change procode.